Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was contacted and informed that the pump that he received is not a refurbished pump, but a new pump. Customer stated that he would like to get a replacement sensor since he had to take the sensor out when he had a motor error. Customer stated that in the last 15 years, he has never had to be off the pump. Customer's blood glucose level was 169 mg/dl at the time of the call. Customer stated that he does not need to troubleshoot for the blood glucose since he is working on the basal rates with his health care professional. No additional information provided.